Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided and our experience with the lucia product, we have determined that the following factors may have contributed to the reported issue of kinked haptics during loading: improper handling or loading error: the scrub tech's improper loading technique is likely the main contributing factor. If the lens was not correctly aligned within the cartridge or if excessive force was applied during the loading process, this could have caused the haptics to become kinked. Use of the yamane technique: the yamane technique, which places increased stress on the haptics due to the method of fixation, may have further contributed to the kinking, especially if the loading process was already compromised. The yamane technique is off label use. Lack of lens availability for evaluation: since the lens was discarded, a definitive root cause cannot be established. However, the most probable contributing factors are identified based on the available information and previous experiences with similar cases. Without the device for evaluation, the exact root cause cannot be conclusively determined, but the factors listed above are considered the most likely contributors to this complaint.

Event description:
Customer reported that haptics were damaged as a result of improper loading into the cartridge by a scrub technician. There was no patient harm. The lens was partially inserted into the sulcus using the yamane technique. The lens was removed and replaced with a spare lens. The lens was discarded.